Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels in the 30's (mg/dl). Reportedly, the customer is sometimes extra active and forgets to consume an extra snack, which led to the low bg levels, and stated low bg level was not due to the pump or supplies. To address bg level, the consumed glucose tablets. On (B)(6) 2017, the customer reported that the customer passed out, and a paramedic treated the customer with glucose via intravenous (IV). The customer regained consciousness at home, and was not transported to a medical facility. Recommendation was made to consult with health care provider regarding diabetes management.